Event description:
It was reported that a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 3-4 on a patient with a prolapsed posterior leaflet and thin leaflets. A triclip xtw was inserted and deployed on the tricuspid valve. However, after deployment, the clip slightly changed position (partial clip movement), and a tiny perforation on the posterior leaflet was observed. It was noted that the clip was stable and was attached to both leaflets. The procedure was discontinued with no additional clips implanted. The tr was reduced to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.